Manufacturer narrative:
Technician installed brake/steer linkage upgrade for foot end only; head end already has been done. He found a broken screw in hex rod at head end and replaced the hex rod. No injuries reported.

Event description:
Technician alleged after brake/steer pedal has been put into brake position, stretcher still rolls.